Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a segment of coiled metal wire embedded within the posterior myometrium'), device expulsion ('a segment of coiled metal wire embedded within the posterior myometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines/ headaches"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), mania ("maniac"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal canal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy with thermachoice endometrial ablation). Essure was removed on (B)(6)2019. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, bipolar disorder, anxiety, post-traumatic stress disorder, mania, depression, vaginal discharge, weight increased and abdominal pain outcome was unknown and the pelvic pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, mania, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left side 8 coils visible. Right side only the tip of essure visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2011: fallopian tube stents appear to be satisfactorily including (as written) the fallopian tubes. I did not see evidence of spillage on either side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. New event abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a segment of coiled metal wire embedded within the posterior myometrium'), device expulsion ('a segment of coiled metal wire embedded within the posterior myometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines/ headaches"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), mania ("maniac"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal canal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy with thermachoice endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, bipolar disorder, anxiety, post-traumatic stress disorder, mania, depression, vaginal discharge and weight increased outcome was unknown and the pelvic pain and vulvovaginal pain was resolving. The reporter considered anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, mania, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left side 8 coils visible. Right side only the tip of essure visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: fallopian tube stents appear to be satisfactorily including (as written) the fallopian tubes. I did not see evidence of spillage on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a segment of coiled metal wire embedded within the posterior myometrium'), device expulsion ('a segment of coiled metal wire embedded within the posterior myometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines/ headaches"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), mania ("maniac"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal canal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy with thermachoice endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, fatigue, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, bipolar disorder, anxiety, post-traumatic stress disorder, mania, depression, weight increased and abdominal pain outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage and vaginal discharge had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, mania, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left side 8 coils visible. Right side only the tip of essure visible patient received treatment for: :pain , abnormal bleeding, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: fallopian tube stents appear to be satisfactorily including (as written) the fallopian tubes. I did not see evidence of spillage on either side. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were updated to recovered: pain, abnormal bleeding (menorrhagia, vaginal ) , vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a segment of coiled metal wire embedded within the posterior myometrium'), device expulsion ('a segment of coiled metal wire embedded within the posterior myometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 808910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines/ headaches"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder"), mania ("maniac"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal canal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysteroscopy with thermachoice endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage, fatigue, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, bipolar disorder, anxiety, post-traumatic stress disorder, mania, depression, vaginal discharge and weight increased outcome was unknown and the pelvic pain and vulvovaginal pain was resolving. The reporter considered anxiety, bipolar disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, mania, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left side 8 coils visible. Right side only the tip of essure visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2011: fallopian tube stents appear to be satisfactorily including (as written) the fallopian tubes. I did not see evidence of spillage on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia,(painful sexual intercourse), fatigue, migraines, nausea, vaginal canal pain, psychological or psychiatric problems: bipolar disorder, anxiety, post traumatic stress disorder and maniac (as written) depression; vaginal discharge, weight gain, segment of coiled metal wire embedded within the posterior myometrium were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.